Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a clinical complaint that the surgeon has had several peek rod cases that he was not satisfied with, in his long term data analysis. The surgeon also commented that the complications were no more frequent. He also reported that the complications were essentially zero and had now started to increase, but not at an alarming rate.